Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for routine follow up showing undersensed beats due to low r waves during a recorded vf episode. Upon review of the stored egms it was found that the device initially failed the convert the patient out of the vf episode and that the subsequent shock was able to successfully defibrillate the patient. Patient was stable post-procedure. Physician elected to perform an induction test at the patient's next follow up.

Event description:
New information received indicates that another instance of undersensing was observed during a scheduled follow-up. Programming changes were recommended, but he physician elected to take no action.